Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After a pulmonary vein isolation procedure, while in the recovery room the patient had a stroke. There were no complications during the procedure. A stent was implanted the following day and the patient is recovering. There were no reported performance issues with any abbott product.